Event description:
It was reported that the patient presented with l4-5 central disc herniation and degenerative disk disease with lumbar spinal stenosis and radiculopathy bilateral lower extremities. The patient underwent 1) anterior lumbar interbody fusion and interior interbody arthrodesis using anterior interbody prosthesis, rhbmp-2/acs, graft expander/extender. Allograft material was placed in the anterior interbody space within the prosthesis, and 2) posterior decompressive laminectomy, medial facetectomies and foraminotomies (left side more so than the right, but bilaterally performed and posterior lateral arthrodesis with harvest of autograft bone from the same incision, pedicle screw fixation, posterior fusion l4-5 using screws and rods. Per the op notes, rhbmp-2/acs was used. Graft extender was placed and a succi roll was created. Two succi rolls were placed into each prosthesis as well as one succi roll having been placed in between the two prostheses. This was packed with graft extender as well. At l4-5, the last remaining sponge of rhbmp-2/acs was wrapped around the autograft bone and packed into the lateral gutter. No complications were reported. The patient taken to the recovery in good condition. Reportedly, the patient's "post-operative period was marked by severe, painful, and debilitating complications which included the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation".

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2016 op-notes: "..the long guidewire to 60 mm and then placed a 60 mm cannulated screw into the vertebral body of l4 and of l5 on the left side. An intervening rod having 45 mm in length was placed. The locking screws were tightened down and broken off. X-ray confirmation of the placement of the pedicle screws and rods was obtained. The patient was also diagnosed with degenerative disk disease l4-l5 with radiculopathy bilateral lower extremities. The patient underwent the following procedure: intralumbar exposure for instrumentation and fusion l4-l5...".